Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) - insect was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of fm- insect. Bd determined that the root cause of the indicated failure mode may be attributed to manufacturing. The plant has procedures and pest control in place to minimize the possibility of insects becoming lodged in an open tube and will continue to be diligent in the placement of traps, air flow control and quality, and pest control efforts. There has been increased awareness for cleanliness and reduction of fm in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s focus is fm awareness and reduction.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer saw the insect (cricket) inner tube when they opened the tube box."